Manufacturer narrative:
The device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the very tortuous, severely calcified and 99% stenotic mid right coronary artery (rca). The physician attempted to advance the device into the mid rca but was unable to cross the lesion. The balloon was inflated just before the lesion, where it ruptured at 6 atms. The device was removed from the patient intact. The procedure was successfully completed with a different balloon. There were no pt complications. Pt status is listed as "good."